Event description:
Customer reported that the insulin gauge displayed an amount different than expected. There was no reported adverse impact to the user's blood glucose level. Customer resolved the issue by loading a new cartridge.